Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter occlusion occurred. A catheter access port (cap) dye study was performed; however, the physician was unable to aspirate out of the cap. The physician decided to explant the catheter. The physician observed "tissue" clogging all of holes of the catheter.